Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the devices failed to alarm was not confirmed through review of the event logs or replicated during laboratory testing, however an under infusion was confirmed. The suspect pump modules were set for a functional test infusion programmed at a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The test was completed without any alarm or anomalies being noted. An analog pressure sensor task was performed utilizing alaris system maintenance; voltages from patient side and bottle side sensors were within the specified range of operation when applying zero and full force. A preventive maintenance task was performed on both suspect pump modules and the results show the suspect pump module s/n (B)(6) failing the rate accuracy test. Rate calibration test was performed, and the suspect pump module was calibrated to the new vpmr of 173l. Pump module s/n (B)(6) was observed working as expected and passing all tests contained in the preventive maintenance task. A review of the suspect pump modules error logs was performed, and no errors or anomalies were noted on the reported event date. The event log review of the concomitant pcu started on (B)(6) 2025 at 6:53 pm until (B)(6) 2025 at 7:17 pm when the system was powered off. Event log review showed that pump module s/n (B)(6) was idle at the reported time. On (B)(6) 2025 at 6:35 pm a previous infusion completed. A primary volume infused (pvi) of 331.739 ml was recorded. At 6:55 pm an infusion was programmed and started on pump module s/n (B)(6) at a rate of 142 ml/hr, volume to be infused (vtbi) of 300 ml, patient body surface area (bsa) of 2.04 m2 and concentration of 0.5966 mg/ml. The pump module alarmed for air in line and a pvi of 334.003 ml was recorded. The infusion was restarted. At 6:57 pm the pump module alarmed for air in line and a pvi of 337.035 ml was recorded. The infusion was restarted. At 7:15 pm the door was open and closed. An infusion was started at a rate of 142 ml/hr, vtbi of 252.965 ml, patient bsa of 2.04 m2 and concentration of 0.5966 mg/ml. A pvi of 380.477 ml was recorded. At 7:16 pm the pump module alarmed for occlusion on patient side, the safety clamp was open, and door was closed. The infusion was restarted, and the door was open four (4) times. The unit was channeled off and the system was powered off. A pvi of 380.523 ml was recorded. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. Bd alaris system with guardrails suite mx v12.3.1 user manual states; failure to follow proper administration set loading instructions might lead to an instrument malfunction. Before operating the instrument, verify that the administration set is free from kinks and correctly installed. Ensure that tubing is fully inserted in the air in line detector to reduce the potential for nuisance air in line alarms. Ensure tubing placement is over pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.197(d)(2). Note to repair center: the devices were disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause for the reported failure to alarm was not determined or replicated during laboratory testing. The returned devices were evaluated; laboratory testing performance demonstrated the devices alarming for occlusion as intended. The root cause for the pump module s/n (B)(6) delivering fluid below specification is being attributed to a calibration issue. Recalibration of the device successfully corrected the observed condition. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module did not alarm for occlusion while it was attached to the patient. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module did not alarm for occlusion while it was attached to the patient. There was patient involvement and no harm.